Event description:
On (B)(6) 2025, an impulse dynamics field representative was made aware that a patient implanted with an optimizer smart ipg had two of the three leads connected to the device completely fracture. All leads were successfully extracted on (B)(6) 2025. While replacing the leads, the physician elected to "upgrade" the patient's smart ipg with a newer smart mini model, which was performed during the same procedure. There is no evidence to suggest ipg causal or contribution to the original lead fractures. The explanted smart ipg was received by impulse dynamics USA on (B)(6) 2025 and was immediately sent out for decontamination at an approved decontamination facility. Once the decontaminated device is received, a full product evaluation will be performed to confirm no anomalies and that the ipg was fully functional at the time of explant.

Event description:
Note: this is an amendment to a previously filed MDR. A full product evaluation was performed on the explanted os ipg. The evaluation concluded no device causal or contribution to the leads fracturing. Results from the electronic controls testing indicated possible damage to the ipg's u11 component, but this has not been visually confirmed. The ipg passed all inspections prior to release and operated normally implanted in the patient for over six years. The ipg has been sent to our contract manufacturer for further confirmation and evaluation of u11 component damage.